Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on an unknown date in (B)(6) 2020, this patient underwent an endovascular procedure with kissing stent technique to treat aorto-bilateral iliac arterial calcification. Two gore® viabahn® vbx balloon expandable endoprostheses (vbx) were implanted in the bilateral iliac arteries, one in each. On an unknown date (about one and half months after the initial procedure), the patient complained of claudication. Computed tomography showed that the endoprosthesis in the left iliac artery was collapsed. On an unknown date in (B)(6) 2021, a bare metal stent was additionally implanted within the device in the left iliac artery to treat the collapse. The patient tolerated the procedure. It was reported that the cause of the collapse was due to the patient¿s back being bent (kyphosis), resulting in outer pressure to the area where the device was implanted.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Added g3/g4, h1/h2. Changed h6: investigation conclusion code to 50.